Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that indicating 0:00" is displayed and the system does not appear. Review of the system log file showed that (flexvision_pc_control) is not succeeded after 105 seconds. The fse replaced the flex vision 2 pc no hdd. After replacement of the flex vision 2 pc no hdd, the system was returned to use in good working order. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stock at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that flexvision pc was failing. The flexvision pc has been replaced that the system was returned to use in good working order. Philips has started an investigation for this complaint.